Event description:
Insert white rubbers separated from the gray plastic bases during use. One (1) piece of white rubber and two (2) pieces of plastic bases were returned from the hospital. Patient status: "no health damage has been reported with the patient."

Manufacturer narrative:
UDI# updated. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the pads of the inserts had separated from the plastic bases. The exact root cause of the event could not be determined as engineering was unable to replicate the customer's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.